Event description:
It was reported that the patient was not feeling stimulation and her symptoms were not being controlled. The patient was implanted the day prior to the report and was not feeling stimulation like she was during the trial. The patient was on program 3 at 2.9 volts and did not feel stimulation. The patient turned up to 3.5 volts and felt stimulation but it was too close to the tail bone. The patient switched to program 4 at 2.8 volts where she felt stimulation and it was comfortable and strong. Two days later it was reported that at ¿about ten last night¿ the patient started getting horrible ¿shocks.¿ the patient stated that she was ¿shocked ten to fifteen¿ times in her left ¿cheek¿ and groin area. The patient stated that the programmer was in the box when the ¿shocks¿ started. The patient felt like she was at 5.9 volts but was supposed to be at 2.5 or 2.6 volts. The patient was also getting the poor communication screen on her programmer. The patient was getting ready to go to the emergency room (ER) when it finally worked and she was able to get stimulation down to 2.5 volts. The patient stated that ¿last night¿ when she finally got the programmer to work it said 5.9 volts but did not say a program. The patient felt ¿little twinges¿ while reporting but other than that had not felt anything ¿all day.¿ the patient slept most of the day of the report because she was up most of last night. The patient mentioned that the day prior to the report when she was getting into the car she bumped her device on the side of the car and it hurt ¿really bad.¿ the patient also ¿banged¿ the device while getting into a booth at a restaurant. The patient had not had much pain because she was taking pain pills. The patient took one pill and then a second one forty five minutes later because she would have pain if she did not take the second. The pain was where the surgery was performed and it felt like ¿there was a nine volt battery in the patient¿s back.¿ the patient noted that she had a ¿messed up¿ back from a car accident. The patient was assisted with using her programmer and it was noted that her device was off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07nka, implanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).